Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported the distal y-port separated at the hub and leaked while injecting contrast in the radiology department on a critical patient. Isovue 300 was being power injected at 3ml/second through the y-port and disconnection occurred where the y-port connects to the tubing. The IV site was discontinued, and the CT scan was not diagnostic as the patient did not receive enough IV contrast. The tubing is labeled for use with low power injectors. No patient harm or medical intervention occurred. No further patient/event information was reported.